Manufacturer narrative:
Expiration date: na device analysis was performed and found the electrode shaft was broken from the hub.

Event description:
A report was received that an electrode was not reading temperatures and one of the probes seems to be broken off the hub.